Event description:
It was reported that there was no image on the display. The medical procedure was cancelled.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.